Event description:
It was reported that the product was fully shrunk wrapped. When outer box was opened and inner package removed, it was noticed that inner white peel back was not sealed shut.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.